Manufacturer narrative:
We were notified about the incident through FDA. We received a copy of FDA 3500a form on 1/20/2017 that was submitted by the user facility to FDA on 1/03/2017 (B)(4). We contacted the hospital and found out that one of the balloons was not deflating and the device was checked before use. Device was discarded by the hospital. Hence, we cannot conclusively determine the root cause of the defect. All balloons are 100% inspected by manufacturing technicians to ensure they inflate and deflate properly as well as retain inflation. Balloons are inspected again by qc. All units of this lot passed the test. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this event. Further, we have not received any complaints of similar nature for devices from this lot. A corrective action has been opened to investigate issues related to this event.

Event description:
Surgeon was using shunt during carotid endarterectomy and stated the balloon on the shunt failed to deflate and resulted in a tear in the left internal carotid artery. The artery was repaired requiring an additional carotid patch to the torn artery.